Event description:
It was reported that during use on patient, transray 40cc intra-aortic balloon (iab) was inserted in patient and an alarm of "iab circuit leak (gas loss)" occurred on cs300 iabp. Similar alarms occurred frequently hence the catheter was replaced with another tr4055. No blood was found in the extension tube. There was no harm reported to the patient.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6)). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11 corrected fields: h6 type of investigation.

Manufacturer narrative:
Updated fields: b4; e1 event site address, event site city, event site telephone; g1 contact person ¿ mfg site, g3; g6; h2; h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: type of investigation, investigation findings, investigation conclusions, component code; h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a